Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level was 533 mg/dl. Reportedly, the customer was admitted into the emergency room with a blood glucose level of 600 mg/dl. Customer attempted to address the elevated blood glucose level by delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released (B)(6) 2023 with no permanent damage. Customer changed the pump supplies and successfully resumed insulin therapy.